Manufacturer narrative:
On 10-26-15 an ocd field engineer (fe) arrived at the customer site to service the instrument and confirmed the image issues by reviewing the log files. Fe performed adjustments to the gripper and verified camera bright value is within specification. To verify proper operation on the provue, fe ran card read diagnostics and customer ran qc. Customer accepted service and returned instrument into service. Patient results were manually adjusted by the operator to reflect the weak positive reactions before reporting. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient. The investigation determined that the most likely root cause of this event is a combination between instrument related issue and patients' antibodies being weak and/or at the detection limit of the technique and reagents used.

Event description:
Account reports receiving "?" During antibody screening on four patient samples. As per customer's policy, testing on the four samples was repeated. Results for repeat testing were as follows; three of the four samples received "?" And one was "negative". When visually inspecting the cards, weak reactivity was noticed.